Event description:
It was reported that the pt with degenerative spine and history of l4-5 decompression underwent surgery for l5-s1 fusion for treatment of grade ii spondylolisthesis. In 2008, the pt complained of pain and underwent l3-4 decompression for stenosis. Lower back pain persisted and post-operative x-rays showed collapse of l5. Pt underwent additional surgery approx three months later, to extend fusion to l4. L5 screws were re-positioned, the rod was replaced and demineralized bone matrix and bmp was also used. In early 2009, the pt presented to the ER with radiating pain on the left side. Scans and x-rays revealed the upper portion of the right s1 pedicle screw broken off. The pt underwent a revision surgery to remove the top portion of the broken screw. The post was not able to be removed due to the location. A new screw was placed at s1. Pt is currently immobilized in a brace with little complaints of pain.

Manufacturer narrative:
The device has been returned to medtronic and evaluation is currently in progress. Post-op x-rays returned show initial construct at l5-s1 with interbody graft for spondylolisthesis. Later films show extension of fusion to l4 with segmental screws and rods. Films taken post the extension show fracture of the left side s1 pedicle screw.